Event description:
Admitted w/ fever & recurrent infection. It was discovered that there was a tear in the insulation of the driveline (in the area where a clamshell repair would fix the damage). The pump was ultimately changed,due to infection not driveline tear.